Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board was replaced.

Event description:
The hospital reported that, during a case, the unit stopped mechanical ventilation. The clinician reportedly switched the patient to an ambu bag to maintain ventilation. The clinician cycled power, reconnected the patient, and continued the case with no further reported complaint. There was no reported patient injury.